Event description:
Eval revealed a misaligned display screen and partially dislodged force sensor pins.

Manufacturer narrative:
There was no reported patient impact associated with this complaint. The pump was returned to animas. Eval revealed a misaligned display screen and partially dislodged force sensor pins. Review of the pump history revealed a loss of prime alarm that could not be duplicated during eval.